Manufacturer narrative:
Unit had high idle current due to moisture damage on electronics. No noise on pump during testing noted. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was losing power and making unusual sounds. Customer reported receiving a low battery alert, but having three to four bars on the battery gauge. Customer reported that earlier in the day of the call, the insulin pump returned a suspend message, then lost power. Review of the insulin pump's alarm history also showed that the insulin pump had recently returned no delivery alarms also. Customer reported that a low battery alert was not returned prior to the insulin pump losing power. Blood glucose level was 134 mg/dl at the time of the call. No further information was provided.